Event description:
Potential false negative results for troponin (tni) on triage cardiac , beckman access tni=0.13 ng/ml. Possible false negative results with triage cardiac panel may lead to missed diagnosis for mi. Pt was discharged.

Manufacturer narrative:
Product support (ps) tested the returned plasma sample for tni recovery on both triage cardiac panel and beckman access platforms. Ps also treated the sample for hama antibody interference. Customer complaint confirmed low recovery of tni in returned specimen on triage against beckman access. Device control recovered within expected range. Lot review indicated no failure against release specifications. Deficiency findings indeterminate. No corrective action required.